Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The patient underwent a revision procedure and this rv lead was explanted and replaced successfully. No additional adverse patient effects were reported. This rv lead will not return for analysis.